Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer reported when the device was hooked into fraction of inspired oxygen in basement, the oxygen sensor was reading 100 percent on 100 percent fraction of inspired oxygen. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported oxygen sensor disabled while on a patient on the avea ii ventilator. The customer reported the patient continued to decline with saturations in the low 80 percent on 100 percent fraction of inspired oxygen. The customer reported the patient was put on a second ventilator. Saturations were fine with change out and fraction of inspired oxygen requirements were significantly lower.

Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite and evaluated the device. While performing the blender gas test, fraction of inspired oxygen percentages on 30% 60% and 90% where off specifications by 6 to 8%. Replaced oxygen cell but still the problem persisted. Called into technical support. Came to the conclusion that the blender is defective and the gas delivery engine needs to be replaced. Arrived back on site. Replaced and configured gas delivery engine. Performed owner verification process and passed. Device meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.